Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was attempted to be used in rca mid pre-inflation, but rupture was observed at the first inflation at 6atm. Consequently, balloon size was downsized to 3.25, but it was also ruptured at the first inflation at 6atm. The procedure was completed with a different device. No complications were reported.